Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data was collected from the device and analyzed. Analysis revealed the pacing impedance was steady at 500 ohms, but then dropped to less than 200 ohms the weeks of (B)(6) 2014.

Event description:
It was reported that the right ventricular pace/sense lead had two low impedance measurements over the course of about ten weeks and an alert was triggered. Before and after the low values, the lead impedance was at a baseline of about 493 ohms. Isometrics with repeated measuring was suggested to further trouble-shoot and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5071-25 lead, implanted (B)(6) 2012; 6721m-50 lead, implanted (B)(6) 2012; 6984m x2 adaptors, implanted (B)(6) 2012; 5076-52 lead, implanted (B)(6) 2007; 638rl24 heart ring, implanted (B)(6) 2007. (B)(4).